Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th and 16th distal stent wraps with struts raised, bunched and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified. No other damage was apparent to the device during visual inspection. Cine image review: review of the procedural images confirmed the presence of a lesion in the proximal rca. A previously deployed stent is visible distal to the lesion site. The lesion is pre-dilated prior to deployment of a stent in the lesion site; the stent is then post-dilated. There are no images capturing the attempted delivery and subsequent removal of the resolute onyx device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a moderately calcified, mildly tortuous lesion with 90% stenosis in the proximal rca. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. The physician did use excessive force when trying to advance this stent. It is reported that the physician tried to pass the device through the lesion and upon removal of the stent it was noted that a stent strut was flared. The procedure was completed using a 4.0x16mm non-medtronic stent. There is no patient injury.